Manufacturer narrative:
External insulation abrasion was noted at 29.0 cm to 29.5 cm from the distal tip consistent with lead friction to device coil. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Additional: b5.

Event description:
New information notes that the patient once again presented with atrial and ventricular lead noise. Noise reproducible with isometrics. Lead revision was recommended but the date had not been set.

Manufacturer narrative:
Additional: b1, b2, b5, d7, d10, h1, h3, h6.

Event description:
New information notes that the leads have been explanted and replaced. The patient was stable pre/post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with both right atrial and right ventricular leads that exhibited noise that was oversensed. During clinical follow-up, programming changes were made but did not resolve the issue. Follow-up with electrophysiology pending. Patient was asymptomatic. Related manufacturer reference number: 2017865-2019-06209.